Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument had scratches and cracks on the blades. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no, no fragment fell into the patient, and the instrument was already returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and the primary failure of could not reproduce to be related to the customer reported complaint. There was no crack or scratches on the grip observed during visual inspection. It was also found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test.